Manufacturer narrative:
Insulin pump received with deep scratched display window, cracked battery tube threads, broken reservoir tube lip, and missing reservoir tube o-ring. No missing segments/partial display noted. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/delivery test, no delivery test, displacement test and rewind. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen. It was also reported that the reservoir compartment had broken and missing pieces. Customer does not know how damage occurred, but believed it may be due to wear and tear. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.